Event description:
It was reported that the insulin pump had physical damage. Customer stated the compartment where the reservoir screws was broken. Customer last blood glucose was 8.4 mmol/l. No further information provided.

Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).